Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced loss of pulses and an occlusion was confirmed. Treatment consisted of surgical intervention and anticoagulation therapy. The event was resolved with no further complications.